Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the bearings were not functioning on the quick coupling device. It was further noted that various parts were corroded, the clamping jaw was worn and the conical sleeve and ball bearings were defective. It was further determined that no test was possible because the device was blocked. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.